Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code "malf 5" and fault ID "0x2147," which was not resettable. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer planned to use mdi as a backup therapy and was informed that they would receive a replacement pump with updated software. The customer acknowledged the instructions provided by technical support for receiving and returning the pump.